Event description:
It was reported that the patient was transported by helicopter to the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 430 mg/dl while wearing the pod between 4 and 24 hours on the leg. Symptoms reported include hyperglycemia, ketones, dizziness and vomiting. The patient was treated with an insulin drip. The patient was released the following day. The pod was removed at the emergency room and the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.